Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The reservoir was visually inspected, and leak tested. It was seen that there was wear due to a fold in the reservoir shell; however, there were no leaks identified. Visual inspection of the cylinders identified both cylinders had wear at a fold in the middle of each cylinder. Additionally, the first cylinder had holes consistent with sharp instrument damage in the middle of the cylinder. The second cylinder was leak tested, and it performed within specification. The pump was visually examined, no damage was noted, and the pump passed the leak testing; however, upon functional testing the component did not pass activation tests 2 and 3. Based on the information available and analysis results, the reported allegation of the pump not working appropriately was confirmed. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) and indicated the device never truly worked appropriately. During consultation, it was determined that the pump did not work appropriately. It was indicated that the pop that is usually felt when squeezing the pump was nonexistent or very hard to achieve. A computerized tomography (CT) scan was performed, and it did not reveal any signs of fluid loss. Troubleshooting was attempted by cycling, squeezing the sides of the pump block, inflating and deflating to no avail. A surgical procedure was performed in which all the existing components were removed and replaced. There were no patient complications.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) and indicated the device never truly worked appropriately. During consultation, it was determined that the pump did not work appropriately. It was indicated that the pop that is usually felt when squeezing the pump was nonexistent or very hard to achieve. A computerized tomography (CT) scan was performed, and it did not reveal any signs of fluid loss. Troubleshooting was attempted by cycling, squeezing the sides of the pump block, inflating and deflating to no avail. A surgical procedure was performed in which all the existing components were removed and replaced. There were no patient complications.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) and indicated the device never truly worked appropriately. A month after the ipp implant, the patient had some difficulty inflating the device. During a follow up appointment, the physician provided additional guidance on how to use the device and confirmed normal function of the ipp. Approximately three years later, the patient still experienced some issues pumping up the device. It was determined that the pump did not work appropriately as the pop that is usually felt when squeezing the pump was nonexistent or very hard to achieve. A computerized tomography (CT) scan was performed, and it did not reveal any signs of fluid loss. Troubleshooting was attempted by cycling, squeezing the sides of the pump block, inflating and deflating to no avail. A surgical procedure was performed in which all the existing components were removed and replaced. During the procedure, capsules were found around the pump and reservoir tubing; these were dissected during explant. There were no further patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The reservoir was visually inspected, and leak tested. It was seen that there was wear due to a fold in the reservoir shell; however, there were no leaks identified. Visual inspection of the cylinders identified both cylinders had wear at a fold in the middle of each cylinder. Additionally, the first cylinder had holes consistent with sharp instrument damage in the middle of the cylinder. The second cylinder was leak tested, and it performed within specification. The pump was visually examined, no damage was noted, and the pump passed the leak testing; however, upon functional testing the component did not pass activation tests 2 and 3. The reported patient symptom of capsular contracture is a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available and analysis results, the reported allegation of the pump not working appropriately was confirmed. A conclusion code of cause traced to component failure was assigned to this investigation.